Manufacturer narrative:
Lot number # 18h008 and 18k006. Two (2) single-use devices were received for evaluation. A visual inspection was performed on the first device and it was noted that the device was leaking from a surface cut located on the tubing line. The reported condition was verified for the first device. The cause of the condition was undetermined. Visual inspection of the second device revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The second device was found to be conforming product. A batch review was conducted for lots 18h008 and 18k006 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five small volume folfusors were leaking. One of the devices was leaking from an unspecified location, and four of the devices were leaking form the fill port. The events occurred prior to patient use. There was no patient involvement. No additional information is available.